Event description:
Event description guidant received information that this chronic transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited an out-of-range shocking lead impedance measurement.